Manufacturer narrative:
H6: investigation summary a complaint of "drawer b rows g/h" was received against instrument top bactec fx, material no: 441385, serial no:(B)(6). Field service engineer was dispatched, shorting pins were installed and all racks were reseated to resolve the issue. The complaint is confirmed and the root cause is traced to "shorting pins and racks". This is a known issue that has already been corrected with CAPA to install shorting boards to the rack pcbs. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2014. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history record review revealed no previous complaints for this issue. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that 20 bd bactec¿ fx, instrument top, packaged experienced false positive results by laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: customer problem: customer reports 20 confirmed false positives occurred. The samples in question were gram stained and the false positive testing result/s were confirmed for the 20 fp vials reported. Were any erroneous results reported to the doctors? N. If yes, were any patients treated based on erroneous results? N. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd bactec¿ fx, instrument top, packaged experienced false positive results by laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: customer problem: customer reports 20 confirmed false positives occurred. The samples in question were gram stained and the false positive testing result/s were confirmed for the 20 fp vials reported. Were any erroneous results reported to the doctors? N. If yes, were any patients treated based on erroneous results? N. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N.